Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient¿s wearable failed overnight while the patient was asleep. Upon waking up around 6:45 am, the patient had a seizure. The patient¿s husband treated the patient with cranberry juice and after a few minutes, the patient stabilized. After she stabilized, her bg meter reading was taken and found to be 51 mg/dl. The patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of the report. No product or data was provided for investigation. The problem could not be confirmed, and probable cause cannot be determined. No additional event or patient information is available.